Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped due to an insulation issue on (B)(6) 2014.

Event description:
It was reported that the right ventricular lead exhibited a pacing impedance of 160 ohms in unipolar. The lead was turned off and remained implanted.